Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experienced stimulation when the scs system was turned off. The sjm representative was unable to confirm the issue. Follow up information identified the patient underwent surgical intervention to explant his scs system per the patient's request and is doing well.